Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (unknown concentration, dose 375 mcg/day) and unknown baclofen (c concentration unknown, dose 50 mcg/day) via an implantable pump for non-malignant pain. An alarm was heard and telemetry had not yet been performed, it was noted that a critical and non critical alarm occurred. Patients pump was supposed to be refilled on (B)(6) 2017 and it was not due to her health care professional (hcp) having an emergency (daughter passed away). The hcp did not have an answering service and there was no other hcp on call. The patient knew hcp would be back on the 6th. Patient stated her pump was now completely empty and alarming, the first beep was on (B)(6) every 2hrs, on (B)(6) it started alarming every hour and on the day prior to this report date it started doing more beeps, 5-6 tones every hr (also reported as 2 tone alarm/hr). The non critical alarm was heard first and beginning the day prior to this report date she heard the critical alarm (two tone alarm). Patient wanted to know how long the pump can go empty before it will have to be replaced. No troubleshooting was performed prior to this call. The patient was redirected to the hcp to address the missed refills and alarms. There were no symptoms reported no further complications were reported.